Event description:
A customer reported that the mobi cartridge did not snap in properly. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and successfully resumed insulin delivery, requiring no further assistance.